Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient on the orchard unit showed in the pyxis server as admitted but was not showing on the pyxis machine. The customer had tried a facility search, and the rph had looked into the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed in to the server and confirmed that the patient referenced in the case was assigned to the correct location. The station was accessed remotely and verified to be communicating properly and not in a retry state. After logging in to the station, a search showed that the patient was already visible on the device. The system functioned as intended when the technical support specialist investigated the device.